Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on radius. Leak test and microscopic analysis was performed which identified: one striated opening on the radius. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent with the use of some surgical tool. The reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.